Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and patient was hospitalized on (B)(6) 2017. The customer reported that she just got out of the hospital with blood glucose of 800mg/dl. Customer states that she does not feel we need to troubleshoot pump. The pump battery was out and all she needed to do was change the battery. Customer was in intensive care unit. Patient's current blood glucose was 107mg/dl. The customer treated for high blood glucose with pump. The customer was treated with intravenous insulin in hospital. The customer was fainting and was hospitalized. Also customer was passing out, fell broke cervical collar and hit head, experiencing extreme pain on shoulder. The customer was wearing the pump at time of hospitalization. The customer was advised to call back if she would like to troubleshoot on pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).